Event description:
It was reported that a skin irritation causing excessive itching and soreness had occurred while wearing the pod. The patient visited the general practitioner and was prescribed hydrocortisone cream to be applied twice daily to the affected area.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.